Event description:
Additional information was received confirming there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a scratched intraocular lens (iol). It was reported there was patient contact, but no patient harm was reported. The procedure was completed the same day. Additional information has been requested.